Event description:
Two catheters would not thread into vein of the patient. Blood leaking from hole in side of catheter. When catheters were removed, there were visible holes in both catheters that could be seen when flushing.